Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve into an aortic root bioprosthesis, the valve moved into a deep position within the annulus. The valve was able to be moved up slightly in the annulus; a transesophageal echocardiogram showed severe paravalvular leak. The physician elected to implant a second transcatheter bioprosthetic valve, which was successful, with an observation of a mild paravalvular leak. No further interventions were required. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.